Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis it was noted the wear patterns of the component indicated impingement. The root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent revision hip arthroplasty to implant a biomet hip on (B)(6) 2010 due to fracture of a competitor's acetabular component. Subsequently, a revision procedure was performed on (B)(6) 2014 to remove and replace the fractured acetabular liner. A review of invoice history confirmed both surgery dates. Revision operative were received and confirmed that both revision procedures were performed due to fractured acetabular liners.

Event description:
It was reported patient underwent initial hip arthroplasty on an unknown date in 1997. Subsequently, patient underwent a revision procedure on (B)(6) 2010 due to wear of the polyethylene liner. Subsequently, patient was revised again on (B)(6) 2014 due to fracture of the liner. The liner was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight"